Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to a possible lead deformation during procedure. Also while trying to insert the stylet physician felt resistance. It was then decided to change the lead. Reasonable evidence suggest no fracture as electrical measurement were upon normal limits. No adverse patient effects.